Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units balloon ruptured.  The balloon was removed entirely from patient. The iabp was set aside for inspection. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and inspected for blood in the system and was unable to find blood in the system. Fse performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications and returned unit to customer for clinical use.

Event description:
N/a.